Event description:
The embolization of a midline anterior communicating artery (acom) aneurysm with seven coils and adjunctive stenting was successful. However, on a post procedure angiogram, it was noted that a loop from one of the coils was protruding into the parent vessel "at the level of right junction a1-a2". It is unk which of the coils placed during the procedure prolapsed into the parent vessel. The acom was reported to remain patent and the physician did not take any action as a result of this finding. The pt was reported to be fine, with a neurological assessment pre and post-procedure of "0" by the modified rankin scale.

Manufacturer narrative:
The batch number for all the coils used in the procedure have been provided to the MFR. It can not be determined which device is associated with the reported event.